Event description:
It was reported that following the electronics performance indicator (epi), an alert was received by the clinician. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.